Event description:
A magnetically guided feeding tube was misplaced into the lung of a pt with stage 4 metastatic lung cancer resulting in a temporary pneumothorax. The tube was inserted 6 inches before the first mark. The proximal end of the tube was placed under water. No rhythmic bubbles were observed. This is suggestive of correct esophageal placement and the procedure continued. The tube was further advanced, and thought to be in the proper position. 5 cc's water and 5 cc's of air were infused and an aspirate was obtained showing a ph of 8. The pt never coughed when the water and air were infused. The absence of coughing after the adminstration of water and air is suggestive of correct tube placement. Final placement confirmation by radiography as recommended by the device instruction for use revealed the misplaced feeding tube. A CT was performed to confirm tube placement. Final placement confirmation by radiograph as recommended by the device instruction for use revealed the misplaced feeding tube. A CT was performed to confirm tube placement. The tube was removed and the developed pneumothorax was corrected by the treating physician using a chest tube. No further ocmplications related to the feeding tube were reported.